Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any findings that would have contributed to a functional issue. It was reported that the patient received a heart transplant on (B)(6) no device-related issues were reported. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header and the modular cable was also returned. The distal section of the pump cable was also returned and has been cut into two pieces, the inline connector section measured 10¿ and the middle section measured 9¿. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft was cut approximately 1¿ from the outflow graft hardware. The cuff lock was returned disengaged, and the apical cuff was also returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the IFU and handbook contain information regarding how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant.

Manufacturer narrative:
E1: reporter email not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.